Event description:
It was reported following successful placement of this stent during a renal stent placement procedure, removal of the balloon catheter met with significant resistance. Continued exertion against resistance resulted in the balloon and a portion of the catheter shaft detaching and remaining in the pt. Attempts to percutaneously retrieve the detached segment were unsuccessful. No further retrieval attempts were made. The procedure was successfully completed with this unit. The pt's condition is good and has since been discharged. The pt will be monitored on an out pt basis. This device is currently being evaluated by this manufacturer. Upon completion of the engineering evaluation, a supplemental medwatch report will be filed under the appropriate sequence number. A lot search was performed and showed no other complaints to date on this lot number. Follow up revealed continued exertion against resistance resulted in the distal tip detaching. Co believes user technique and/or pt anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use state: if resistance is encountered to the stent system prior to exiting the sheath, do not force passage. Resistance may indicate a problem and may result in damage to the stent if forced. Maintain guidewire placement across the stricture and remove the stent system with sheath as a single unit. After deploying the stent deflate balloon by pulling negative on inflataion device until balloon is fully deflated. Maintaining proper sheath support, align the sheath tip so the balloon is removed from the stent in alignment with the stricture. Very slowly withdraw the stent system balloon using a counterclockwise rotation."